Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for pa rkinson¿s dual and movement disorders. It was reported that longevity calculation was performed in the ins in the left chest. Based on the following settings: 3.5 volts, 180 hz, 120 usec, and 860 ohms,the longevity calculation showed 23.25 months until elective replacement indicator (eri) and 2.19 years to end-of-service (eos). During device replacement, pre-operative impedances were all in range (between 858 to 2178 ohms). It was noted the ins in the left chest depleted in approximately 1 year 4 months in comparison to the concomitant ins in the patient¿s right chest (both implanted on the same date ¿ (B)(6) 2016). Based on the longevity calculation, the left ins should have lasted 2 years 2 months at the current settings. In addition, both had similar electrode impedance results, but the right device had an additional negative contact (1+, 2-, 3-) with the same pw and rated with a battery voltage of 2.85 volts. Based on the above evidence, the representative reported there appeared to be an intermittent short circuit that existed in the bipolar configuration between electrode 1 and 2. The representative that following replacement the patient was doing fantastic with the new programing with the family member mentioning that they had been ¿motoring¿ around the house. Follow up information received on jan. 14, 2018 reported that the cause of the ins depleting sooner than predicted has not been determined as the representative had not heard back until they meet with the mvd neurologist on (B)(6) 2018 ¿based on accuracy and findings of previous records¿. There were no further complications reported or anticipated.